Event description:
It was reported that a spectrum iq pump had no volume on speaker. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information d1, d3 device manufacturer name, d4: model #, d4 unique identifier (UDI) #, g4. Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing , ' the speaker was not working. ' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be loose speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.